Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 251 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and bolus not delivered alert. Stuck button troubleshooting was performed and customer stated that she slept on the insulin pump and the button could have been pressed down for 3 minutes or longer. Customer was able to clear the alarm and the buttons were responding. Customer also reported to have experienced a high blood glucose of 251 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if needed. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.